Manufacturer narrative:
E1 - establishment name:(B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the suspected cause is that fluid ingress was confirmed at various points within this scope. It is believed that moisture/humidity penetrated the scope's interior, causing an electrical malfunction that resulted in image noise including dark water was flowing out of the scope, and the control body was crystallized. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the screen of the gastrointestinal videoscope became noised. This occurred during reprocessing. There were no reports of patient involvement.